Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began approximately several days ago, time not known. She reported testing on the subject meter and observing a reading of "20 mmol/l" on the subject meter as compared to a reading of "15 mmol/l" obtained on another meter (onetouch ultra) performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient reportedly manages her diabetes with humalog insulin and is a self adjuster. She reported increasing her dose by 2 units approximately in response to the alleged issue, exact date/time of action unknown. She denied developing any symptoms or receiving any other form of medical intervention. No other device was used. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, and did not administer inappropriate action based on the meter result. However, this complaint is being reported because the meter did not meet lfs' criteria for accuracy when compared against another meter.